Manufacturer narrative:
(B)(4). The hospital reported that two chambers cracked during use with a sensormedics (B)(4) high frequency oscillatory ventilator. One of the complaint chambers will be returned to fisher & paykel healthcare for testing. We will provide a follow-up report upon receipt of the complaint chamber and completion of our investigation.

Manufacturer narrative:
(B)(4). The hospital reported that two chambers cracked during use with a sensormedics 3100b high frequency oscillatory ventilator. One of the complaint chambers was returned to fisher & paykel healthcare for testing. Method: the returned breathing circuit was visually inspected for damage. Results: a crack was found which extended approximately one third of the circumference of the dome. The crack was a clean break around the bottom lip of the dome. A lot check revealed no other complaints of this nature for lot number 060906. Conclusion: although we are unable to confirm the root cause of the crack, the crack is consistent with damage caused by exposure of the chamber to a high back pressure during use. The chamber user instructions advise that the maximum operating pressure for the chamber is 20 kpa. Every mr250 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks or other causes. Any chamber which fails this test is rejected. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr250 manual feed adult humidification chambers were leaking. The hospital reported that the leaks were coming from the bottom of the chambers, where the dome and the base connect. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr250 manual feed adult humidification chamber were leaking. The hospital reported that the leaks were coming from the bottom of the chambers, where the dome and the base connect. No patient consequence was reported.